Event description:
A customer contacted beckman coulter (bec) reporting erroneous sodium (na) flier patient results generated on the ion selective electrode (ise) module of the olympus au5811-03 (au5800 series) clinical chemistry analyzer (230v). There were no erroneous results reported out of the laboratory. The samples were rerun and recovered different results from the original results obtained. The magnitude of the erroneous results is unknown. It is unknown if the erroneous results were erroneously low or high. The customer did not provide any patient data for this event. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) data and calibration data was not provided by the customer at this time. Sample collection and method of analysis was not provided by the customer. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed there were air bubbles in the reference tubing past the ise reference valve. The fse replaced the reference valve which resolved the issue. The erroneous na results were most likely caused by an ise reference valve malfunction as indicated in the urgent product correction letter reference in the field action 2050012-08/22/2013-008.